Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported that the pump switched six times into the quick bolus without pressing the buttons. The customer alleges the buttons are defective. Pump replaced and requested for investigation. No adverse event alleged.